Event description:
On 06/23/08, the patient's nurse reported that the pt received a low cartridge (a1) alarm on his infusion device on 06/20/08 and he changed the insulin cartridge and infusion set. On the morning of two days prior, the patient's chest and arm began to hurt, his heart sped up, and he was vomiting. He stated that he was bolusing to lower his blood glucose but his readings were not decreasing. He was admitted to the hosp at 11:00am with a blood glucose reading of 1025 mg/dl. He was disconnected from the infusion device and treated with insulin injections. On the day prior to original date, the pt reconnected to the infusion device and his blood glucose elevated to 500 mg/dl within a "couple" of hours. He performed 2, 10 unit boluses through his infusion device. The pt was concerned that his infusion device was not functioning or that his insulin was "bad." Troubleshooting did not reveal any product issues. The pt stated that he sometimes leaves his infusion sites in place for 1 week. He was advised to change the infusion site every 3 days. On four days after the original date, the pt reported that he rec'd 2 stents in his heart on three days after the original date, due to a 99% blockage. He stated that he was currently on injection therapy and was feeling great. Product was replaced and requested to be returned for eval.